Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, a loss of pressure was noted during the therapy cycle and a hole in the balloon was found. A second catheter was opened and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B) (4) conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had a hole in the balloon.